Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the image evis was found with excessive black dots and fluid was also found inside the connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope, as soon as it was hooked to the system before the procedure, it displayed a black screen after 5 to 7 minutes. There was no patient involvement.